Manufacturer narrative:
The customer evaluated device and received remote support from customer care solution center.

Event description:
It was reported the device had a therapy disabled error. There was no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the therapy capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.